Manufacturer narrative:
Section b3: date of event: unknown. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: no suspect product was received; however, photos were provided by the customer. The customer provided photos were evaluated. The photos shows the suspect product on the original device tray. The plunger rod was observed to be protruding out the side of the cartridge tube. The cartridge tip and plunger rod tip were observed to be bent. Since no product has been received, no further evaluation was performed. The complaint issue plunger rod issue and cartridge tip cracked/damaged were identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the plunger tip of the preloaded intraocular lens (iol) was defective, preventing the iol from being injected out. No further information available.